Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a liver transplant, while stapling over the vena cava, the stapler would not fire and also would not release. They had to break the handle to get it to release the vessel. They also opened a new stapler that functioned normally. There was no patient harm.